Manufacturer narrative:
E1: patient city - (B)(6). Patient country - czech republic.

Event description:
Reference number (B)(4). Event occurred in czech republic. It was reported that patient experienced an event of damaged infusion set package on (B)(6) 2025. No further information available.